Event description:
During a laparoscopic excision of endometriosis, the surgeon observed some marking on pt's uterus like thermal injury. The subject device was outputted 3 or 4 times after start of the procedure. The procedure was completed as planned and with a similar device. There was no pt injury reported without this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical system corp (omsc) for eval. This will be supplemental if device eval becomes available.